Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient woke at 4:00 am to prepare for a scheduled shoulder surgery. At that time, her cgm reading was 189 mg/dl. Approximately one hour later, her glucose level increased to 200 mg/dl, and upon arrival at the hospital at 6:00 am, it had risen further to 212 mg/dl. Prior to surgery, two point-of-care blood glucose tests were performed, showing 399 mg/dl on one glucometer and 403 mg/dl on another. Despite these elevated readings, the patient was asymptomatic and proceeded with the scheduled procedure. During surgery, her cgm sensor and omnipod pump (non-integrated) were removed. Postoperatively, a blood glucose test revealed significantly elevated levels (exact value not recalled by the patient), prompting concern and panic. The patient was immediately transferred to the ICU for close monitoring and initiated on an IV insulin drip. The final diagnosis was hyperglycemia. The patient remained in the ICU for over 24 hours and was discharged on (B)(6) 2025, at 8:00 am, feeling stable with a blood glucose reading of 183 mg/dl. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.